Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pacing in their neck. It was further reported that right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.